Manufacturer narrative:
This report is associated with (B)(4), biotene original oral rinse.

Event description:
He might had swallowed two teaspoons of the product [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). Additional details, the adverse event information was received on 20 july 2016. The consumer reported that adverse event of accidental ingestion of product. The consumer stated he might have swallowed two teaspoons of the product while being distracted by phones and dogs.